Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging that a control solution reading obtained with the subject meter was above the target range printed on the vial of test strips. This complaint is being reported because the alleged issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.